Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. Although the exact root cause of the osteolysis could not be determined, information provided indicates that the tibial insert removed exhibited minimal backside wear, otherwise looked to be in good condition. It would not be unreasonable to expect some wear after approximately 12 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because of osteolysis and wear of the insert.